Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.0, lab: 6.0. Patient's target therapeutic range is 2.0-3.0. Results done within 1-2 hours of each other.